Manufacturer narrative:
Based on available information the customer was reported that the device self-test failed due to the error in the electrode pads. Rse was confirmed that the customer was unaware of device use, which resulted in the self- test failure. The issue got resolved by performing an operational check. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.